Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It is alleged the patient was treated for infection, however, the medical records provided do not mention any type of infection suffered by the patient. In regards to infecton, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. The medical records do indicate that a "previously placed mesh" was encountered, however, based on anatomical location the mesh mentioned does not appear to be the bard/davol flat mesh which was placed on the posterior vaginal wall, where as the non-bard/davol sling was placed anteriorly, closer to the abdominal wall. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2013 - the patient underwent a posterior colporrhaphy with implant of the bard/davol flat mesh and a ligation of enterocele for stress urinary incontinence, cystocele, rectocele and enterocele. (B)(6) 2013 - the patient underwent an anterior colporrhaphy and implant of a tension free vaginal tape for urethral suspension. The operative report details provided did not mention any visualization of the bard/davol flat mesh. (B)(6) 2014 - patient complained of pelvic pain and underwent a laparotomy, lysis of omental adhesions, peritoneal biopsy and a cystoscopy. Per the operative report details, "she did have omental adhesions growing into the anterior abdominal wall. There appeared to be some previous mesh (monarch) possibly placed in the abdominal midline abdominal incision, however, the omental adhesions do not appear to grow into the abdominal wall itself."